Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high sodium (na) result of 160mmol/l generated by the synchron lx I 725 clinical system for one sample. The specimen was repeated on a different instrument, giving a result of 144mmol/l, which was reported out of the lab. No false high result was reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Urine sodium qc was out high and customer stopped running samples. When qc was run after the event it was out of range high for level I, and on upper end of range for levels ii and iii. Hotline had the customer perform routine maintenance. Customer declined service at this time. On (B)(4) 2011, the customer called back and requested service. Service identified bubbles in the ratio pump. Service replaced the piston, rebuilt the pump and verified performance.